Manufacturer narrative:
This follow up report is being submitted to include the device history record(DHR) review and results from the legal manufacturer investigation. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. Due to the loosening of the lock release lever of the video connector socket, it is probable that it was difficult to secure connector connection when connecting the connector. Therefore, the probable cause of no image display was due to the disconnection. Olympus will continue to monitor complaints for this device.

Event description:
The customer reported that when a camera is plugged into the visera elite video system center, no image or color bars were displayed. The event occurred during an unknown therapeutic procedure. A similar device was used to complete the procedure. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. The customer's complaint was not confirmed. Upon further evaluation of the device, no power to the front panel and loose cable were noted. In addition, the locking lever on the ex board was loose and required replacement. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.